Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 19 years and 6 months post implant of this valved conduit implanted in the aortic position, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date and added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the replacement was due to severe stenosis. If information is provided in the future, a supplemental report will be issued.